Event description:
It was reported by dealer that the error code e300 is coming up on joystick, right motor fault. Provider states the chair will power on and drive but when hitting a threshold it stops and will not move until you turn the chair off and back on again. Provider states the chair is home use and was stuck in the school. Provider states the end user uses his foot to position the brakes on the motors. Provider stated he advised the end user it should be engaged or disengaged by hand and not the foot.